Manufacturer narrative:
A supplemental MDR is being submitted due to additional information received. Section b5, g6 and h2 were updated.

Event description:
Additional information received indicates that one week after surgery, the patient was undergoing rehabilitation.

Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injury including hematoma, perforation or dissection of vessels, ventricle, atrium, septum, myocardium or valvular structures that may require intervention are known potential adverse events associated the overall transcatheter valve replacement (tvr) procedure and may require intervention. Ascending aortic dissection may occur when multiple attempts are made to cross the stenotic native valve, and/or when excessive force is used. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). The thv training manuals guide to facilitate safe crossing of the native or failing valve, including camera projections, handling during advancement, and troubleshooting techniques if difficulty is encountered. As stated, excessive force should not be used when the device has difficulty crossing the stenotic valve. Adding tension to the wire, pulling back the system to re-orient the valve, as needed, and torquing the flex catheter may help solve the problem. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. The exact cause of the reported event could not be determined, but investigation results suggest that factors/mechanisms mentioned above caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by a field clinical specialist in japan, during a transfemoral transcatheter aortic valve replacement procedure with a 26mm sapien 3 ultra resilia and commander delivery system, an ascending aortic dissection was observed. After the valve deployment, during the final aortography performed following removal of the delivery system, contrast did not opacify around the thv valve despite injecting at a position where the pigtail catheter was in contact with the upper edge of the valve, and dense residual contrast was observed in the ascending aorta. The procedure was converted from local to general anesthesia, and transesophageal echocardiogram confirmed that it was an ascending aortic dissection. Vital signs remained stable throughout, with blood pressure maintained in the 120s, and the condition would not have been detected without contrast imaging. Upon opening the chest, no clear entry point was found in the ascending aorta; the dissection cavity extended approximately 4 cm from the upper edge of the valve to the ascending aorta along the greater curvature. Although aortic valve replacement also should have been performed, the surgeon elected to proceed with ascending aortic replacement only due to the patient's advanced age and the increased invasiveness of the combined procedure. The patient returned to the intensive care unit while remaining intubated. The reporter stated that the flex function was used when tracking the delivery system through the aortic arch and that no procedural steps deviated from the standard technique.